Event description:
It was reported that the patient unintentionally navigated to the fill tubing function while intending to announce a meal and incidentally initiated a fill, delivering 0.9 units of insulin through the tubing while connected. Symptoms included none. Outcomes included no alarms and completion of troubleshooting and education. Investigation included remote troubleshooting and user guidance to disconnect the tubing from the body and properly complete the fill procedure. Investigation of this case revealed user error related to unintended access to the fill function and incidental insulin delivery, with the device and infusion set functioning as designed once proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.